Manufacturer narrative:
(B)(4). Approximate age of device - 78 days. The patient remains ongoing on vad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016 the patient was readmitted to the hospital for evaluation of gi bleeding in the setting of black stools, fatigue and mild shortness of breath. The patient had been doing well until prior to the last clinic visit; however, one week prior the patient had reported increased shortness of breath and fatigue and the patient's lasix frequency was increased from 3-4 times per week to daily. On (B)(6) 2016, the patient experienced what felt like low threshold arrhythmia, consistent with the patient's history of ventricular tachycardia. The next morning, the patient felt better and scheduled an appointment to see the local electrophysiologist on (B)(6) 2016. On (B)(6) 2016 the patient's outpatient lab results from (B)(6) 2016 were reviewed and showed a downward trend in the patient's hemoglobin and hematocrit levels. The patient's hemoglobin level had dropped from 10.6 g/dl to 7.5 g/dl over the course of the past month and the patient's inr was at 3.2. The patient's stools were also darker than usual. The patient was taking iron sulfate daily and was on aspirin, warfarin and persantine. The patient was admitted on (B)(6) 2016, and on (B)(6) 2016 was transfused with 2 units of packed red blood cells due to a continued downward trend in hemoglobin and hematocrit levels to 6.8 g/dl and 22.3% respectively. The patient was discharged home on (B)(6) 2016 when their inr value became therapeutic. No additional information was provided.